Manufacturer narrative:
(B)(4). Device evaluation: upon completion of the investigation it was noted that the two sensors were returned for evaluation by the supplier. Quality records were reviewed for the two products and found that the devices met all manufacturing and quality testing/inspection specifications prior to distribution. For the device with serial number (B)(4), evaluation of the returned sensor found no visible damage to the sensor, catheter material or connector. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. For the device with serial number (B)(4), evaluation of the returned sensor found no that the catheter material was altered (compressed) 39.4 cm from the tip. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was not able to confirm the issues reported on either of the devices. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The improper value (minus) was displayed after implantation. The same error occurred even after replacing the icp cable and the sensor. When replacing the second sensor with the third one, it worked properly. There were no adverse consequences to a patient.